Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist who informed them they need to see an orthodontist due to their teeth being moved in an incorrect way causing their teeth to chip. Their dentist does not want to provide a letter of recommendation because of them wanting the patient to see an orthodontist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.